Manufacturer narrative:
Pt identification: patient ID: (B)(6). Patient age, gender and weight are unknown. Event date: unknown. This report is for an unknown locking screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent explant surgery on (B)(6) 2015 due to infection. Items removed were a titanium cannulated humeral nailtitanium spiral blade, 4.0 mm / 28 mm titanium locking screw and a titanium end cap with 0 mm extension. Surgery was successfully completed. Date of initial implant was (B)(6) 2015. No additional information was available. This report is for an unknown locking screw. This is report 3 of 4 for (B)(4).